Manufacturer narrative:
This report was initially submitted following notification by a customer in the united states regarding a false negative cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-gp78 test kit. Biomérieux investigation was conducted. The submitted strain was sub-cultured, identification confirmed as staphylococcus aureus, and testing included ast-gp78 cards from the customer's lot (2780900203) and a random lot (2780849103) as well as agar dilution (ad) as the reference method for ox, cefoxitin disk diffusion as the reference method for oxsf test and pbp2a. Testing was performed with vitek 2 software v8.01. Four (4) of four (4) ast-gp78 cards tested resulted in oxacillin mics = 1.0 and three (3) of four (4) cards had negative oxsf tests. Ad mic = 1.0 while cefoxitin disk was resistant (17 mm). Clsi breakpoints => 22mm (s) and <= 21 mm(r). Pbp2a was positive for meca. Oxacillin mics are in essential agreement with the reference method (ad); however oxsf results are not, duplicating the customer's reported issue on 3 of the 4 cards. A review of the graph wells for the ast-gp78 cards shows no growth in the oxsf wells for 3 of the 4 cards. The one positive oxfs result showed delayed growth. Field safety corrective action (fsca-4018) was issued to the united states 21-aug-2018. The fsca provided customer instruction to implement a vitek 2 systems software bioart rule that would have flagged this as an (B)(6) strain. · apply the vitek 2 systems bioart rule criteria (using the criteria as listed below for s. Aureus isolates). - if organism is s. Aureus, - and an oxacillin mic of 1 or 2 ¿g/ml, - and a negative result for the cefoxitin screen test · then: create a user-defined comment on the lab report to guide the user for further instruction regarding additional testing, such as meca gene testing, pbp2a latex agglutination testing or other appropriate testing. Include the action "stop for review".

Event description:
A customer in the united states reported a false negative cefoxitin screen result for a staphylococcus aureus patient isolate, in association with the vitek® 2 ast-gp78 test kit. The customer stated an isolate was tested twice and analyzed as cefoxitin negative and (B)(6) was (B)(6). The customer reported the pbp2a testing was positive and cefoxitin disk testing was resistant. It was confirmed that the customer had a bioart rule enabled for (B)(6) detection in the vitek software. No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.